Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The root cause of the parity error is believed to have been exposure to cold temperature.

Event description:
It was reported that the device was found to be in bvvi in the box.

Manufacturer narrative:
(B)(4).